Manufacturer narrative:
Qn (B)(4). The device was not returned for investigation. No return product evaluation could be completed. Photos of angiograms were obtained by vsi indicating a lower-positioned access with dog-boning proximal to the radiopaque marker. The covered stent was placed showing flow return. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, lower-positioned access was gained utilizing micro puncture and ultrasound after multiple attempts. Arteriotomy was 8.5mm, with no calcification or tortuosity with a depth measurement of 4cm + 1cm. No issues were encountered advancing and withdrawing the 14f expandable procedural sheaths. Following the tavr procedure, heparin and protamine were administered and an 18f manta was deployed to the measured depth for closure in the right common femoral artery (rcfa). Following deployment, a post-angiogram revealed pinching of the rcfa at the manta site. A second angiogram was taken to visualize the manta closure site better. Protamine was reversed and multiple balloon inflations were applied for ten minutes. A post-ballooning angiogram still showed some extravasation, and the surgeon and cardiologist made the decision to deploy a covered stent to seal the access area and resolve the bleeding. The total time to hemostasis was more significant than ten minutes. The patient did not experience any harm, injury, or health consequence from this event and the outcome post-procedure was stable. The root cause of the pinching at the rcfa is likely a formation of an occlusive dissection. There was dog-boning reported during balloon inflation, indicating the occlusion was most likely due to the manta implant caught on a dissection flap. Dissections are a common large-bore procedural complication; therefore, it cannot be determined if the dissection would have been created by the procedure sheath or the manta device. The risk documentation was reviewed, and this type of incident is a known risk. The IFU lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: "manta was deployed per the IFU. First post angio was through the pigtail which showed a "pinching/sinching" of the right common femoral post manta. Physician went up and over to take a selective angio of the right common femoral to better visualize the closure site. An 8x40 balloon was inflated over the manta site. Changed to a 9x40 balloon and was inflated for approx. 10 minutes. There was still some extravasation from the manta sight post balloon. Surgeon and cardiologist placed a 9x38 covered stent over the manta site." Additional information: during a tavr procedure on (B)(6) 2023, micro puncture and ultrasound were utilized to gain a lower positioned access in the right common femoral artery. Vessel size was 8.5mm with no reported calcification or tortuosity. Measured depth for the manta was 4.1cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 145/65mmhg and act was 243. Both heparin and protamine were administered intravenously during the procedure. Post manta deployment there was a partial occlusion of blood flow noted. Protamine was reversed when intervention was needed. Patient remained stable throughout the intervention , and it was reported that there was no harm to the patient.

Event description:
It was reported that: "manta was deployed per the IFU. First post angio was through the pigtail which showed a "pinching/sinching" of the right common femoral post manta. Physician went up and over to take a selective angio of the right common femoral to better visualize the closure site. An 8x40 balloon was inflated over the manta site. Changed to a 9x40 balloon and was inflated for approx. 10 minutes. There was still some extravasation from the manta sight post balloon. Surgeon and cardiologist placed a 9x38 covered stent over the manta site." Additional information: during a tavr procedure on 27apr2023, micro puncture and ultrasound were utilized to gain a lower positioned access in the right common femoral artery. Vessel size was 8.5mm with no reported calcification or tortuosity. Measured depth for the manta was 4.1cm and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 145/65mmhg and act was 243. Both heparin and protamine were administered intravenously during the procedure. Post manta deployment there was a partial occlusion of blood flow noted. Protamine was reversed when intervention was needed. Patient remained stable throughout the intervention , and it was reported that there was no harm to the patient.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.